Event description:
The customer reported damage to the pump housing and usb port, impacting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.